Manufacturer narrative:
Integra has completed their internal investigation on 09/30/2015. The DHR pack appendix 1 was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 ¿m. No non-conformance reports were raised during the manufacturing process for this monitor. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. There is no service history for cam02 monitor (B)(4), reference appendix 2. Rate of occurrence: during the time period ¿may 2014 to jun 2015¿, the quantity of complaints over the review period with the key word identified in the complaint review (B)(4) can therefore be calculated as (B)(4) of procedures. Conclusion: root cause is not required since the product was not returned for evaluation.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the first of two reports (same product problem, same reporter, same facility, different product serial number). It was reported that the ac adapter had a defective plug. There was no patient contact. There was no patient prepped for surgery. There were no patient injury, no revision or medical intervention required, and no surgery delay.